Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient alert sounded following a shock, and the patient went to the hospital for follow up. The left ventricular (lv) lead exhibited high impedance and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.